Manufacturer narrative:
The complainant reported a lot number of 21325308 which did not match with the rx cytology brush upn of m00545000, therefore the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after putting the first device down the scope, it was noted that the wire under the brush was bent and it was unable to retract all the way into the catheter. A second rx cytology brush wireguided was used, however, the catheter came out bent and the brush would not exit and retract back into the catheter correctly. The procedure was canceled. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.